Event description:
Clinical educator reported that either a dopamine or norepinephrine infusion was running at 30 ml/hr. Solution bag had 500 mls and vtbi on pump was set for 450 mls. When 40 mls was infused, the pump switched to kvo rate at 10 mls/hr. Not sure how long it took for the nurse to attend to the kvo rate change but the pt's map dropped by about 10 points. Icp was high at the same time so mannitol was administered. There is no allegation of pump malfunction. The customer called for advice on how to manage the kvo switch over and the event/pt info was relayed during the call.

Manufacturer narrative:
(B)(4). There was no allegation of a pump malfunction and a device return is not expected, therefore no failure investigation will be performed.